Event description:
The customer reported that the jaws of the device would no longer open during a gastroplasty. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the cord had been cut close to the handle base, and the body weld of the device had split open. The customer reported that the device had locked on tissue. The reported condition was not confirmed. The device was received with the handle latched. The jaws of the device had been cleaned, and there was a minimal amount of eschar in the knife track. The body of the device had separated at the weld. Force was required to unlatch the device and, once unlatched, the ski came off the track and the device could not be latched again, preventing complete functional testing from being performed. The investigation could not determine the root cause of the customer's report. The IFU states: do not leave the handle in the latched position when the instrument is not in use. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.